Event description:
Port placed 1/3/95 and removed 5/29/97. Port functioned normally until 1 week before removal. Pt reported not being able to aspirate port. X-ray confirmed that the catheter had separated from the port & embolized to the pulmonary artery. Catheter was snared and the port was removed.